Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2014. Approximately four (4) years post initial procedure, the physician elected to treat the patient by implanting an ovation device on (B)(6) 2018. Endologix became aware of the reported adverse event on (B)(6) 2018. There is no report of patient sequelae.

Event description:
Additional information received confirming that a secondary intervention was completed for the patient to treat a type iiib endoleak at the bifurcation, which was diagnosed earlier during routine follow-up CT. The patient tolerated the re-intervention well and was discharged the following day.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. (B)(4).